Manufacturer narrative:
(B)(4) the customer returned one 3-lumen catheter with tubing for evaluation. Initial visual inspection did not reveal any obvious defects or anomalies. After the sample failed functional testing the catheter was microscopically examined. A small slit was found directly adjacent to the juncture hub. The slit was smooth and straight, which is damage consistent with contacting a sharp object (needle, scalpel, scissors, etc.). The catheter body contained one small slit 218 mm from the distal tip. The total catheter body length measured to be 221 mm which is within specifications of 216-227 mm per product drawing. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile saline solution, to establish patency and prime lumen(s)."all three lumens were flushed using a water-filled lab inventory syringe. When the proximal line was flushed, a small leak was observed in the catheter body adjacent to the juncture hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed by functional testing of the returned sample. The catheter contained one slit consistent with contact with a sharp object. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported leaking was found at the junction hub during insertion. The kit was replaced with a new one. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported leaking was found at the junction hub during insertion. The kit was replaced with a new one. No patient harm reported.